Manufacturer narrative:
H3, h6: the product ID: bi71000416, lot number: 180725730 rev. G, returned to the manufacturer for analysis. In summary, no faults were found. Visual inspection of cables and connectors passed. There was no visible damage found. Candlesticks and x-ray tube cable assembly passed continuity testing. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would terminate 3d spins early. Both hand switch and foot switch were attempted to be used without resolution of the issue. The representative reported that the system made a shutdown noise during the spin and the system halted the spin.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000222 pcba genrtr cntl, kit svc bi71000416 cblasy gantry cbl chn, kit svc o2 bi71000542 oil and washer, kit svc bi71000457 cable ties, kit svc o2 bi71000469 tank kit h3) onsite functional and visual examination was performed by a manufacturer representative. Error 41 occurred very intermittently. Sine wave appearing negative kv waveform. Replaced the cable chain, and the generator control board problem was ruled out. Calibrated the generator. Completed system checkout. System functions normally. B01 c02 c07 d02 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.